Event description:
Event description guidant received information that the patient with this pacemaker had experienced a syncopal episode. The patient denies the incident but is now complaining of exertional dyspnea and shortness of breath.